Event description:
Pt underwent bipolar shoulder arthroplasty in 03/15/00. Subsequent radiographs indicated bipolar component had disengaged. Add'l surgery was performed one month and four days later, to replace this device.